Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, which resolved the issue.